Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No weak battery or failed battery test alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received without belt clip unable to confirm damage. Device received with partially broken reservoir tube lip, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, cracked reservoir tube, scratched reservoir tube window, cracked display window and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery longevity was short. Customer received a weak battery alarm and bad battery alarm. Troubleshooting was performed. Customer also reported physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.